Event description:
It was reported that a right ventricular leadless pacemaker exhibited high capture thresholds and premature battery depletion. The device was explanted and replaced. Patient was stable.